Event description:
A pt (B)(6), was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. The pt was injected with 1.0 ml coaptite (lot 1013660) on (B)(6) 2009; with 1.0 ml coaptite (lot 1015082) on (B)(6) 2009 and with 2.0 ml coaptite (lot 1015604 x 2) on (B)(6) 2010. The pt first experienced a clot retention of urine that started on (B)(6) 2009 and resolved on the same day. The treatment was bladder irrigation. Per physician, the event was of moderate severity and probably not related to coaptite. On (B)(6) 2010, the pt experienced hemorrhage. The pt was on coumadin, she was discharged in stable condition without evidence of bleeding. Apparently the pt was active when she got home and started bleeding. On (B)(6) 2010, the pt received 2 units of blood transfusion and recovered on (B)(6) 2010. Per physician, the event was of moderate severity and probably not related to coaptite.

Manufacturer narrative:
Add'l lots used: 8005p10 - 1013660, exp 06/2012; and 8005p10 - 1015082, exp 09/2012. The device history records for lot 1013660, 1015082 and 1015604 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.